Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2013, a patient underwent surgery for a talo-navicular fusion, with charcot symptoms. The variable angle foot set was used. Post-operative x-rays on an unknown date showed the operation had failed. The variable angle locking screws had pulled out of the plate. A revision surgery will be necessary. This report is for an unknown screw. This is report 2 of 3 for complaint (B)(6).